Event description:
Caller reported receiving a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer performed a pump reset with guidance from technical support, which included confirming the charging status, storing, and waking up the pump according to instructions provided. After the reset, the pump did not display the cgm error code again, and the customer successfully started their sensor session.